Event description:
It was discovered in the cath lab that particulates from a medication core leaked into the medication of a multi-dose vial. Device was an 18gx1.5 needle. This happened 4 times with two catalog numbers across 4 different lots, syr100187 (lots 220315 and 210505) and 18gx syr100185 (lots 220820 and 220217) were all determined as defected in the cath lab. This was repeated across multiple medication manufactures with the same result in the cath lab. Manufacturer response for 18 gauge needle, medline (per site reporter). No response of similar issues.